Event description:
It was reported that when using the bd pyxis¿ es server, patient was already discharged on the server but remains on the device.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that reviewed admit discharge transfer (adt) messages and found that no discharge (a03) message had been received from the customer's system. The technical support specialist (tss) advised the customer to send the appropriate discharge message to correct the encounter. The system functioned as intended after the technical support specialist (tss) investigated the issue.